Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became loose and disconnected from the pump. There was no adverse impact to the customer blood glucose level. The customer successfully loaded a cartridge and resumed insulin delivery.